Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results, alternate point of care (poc) inr and lab result. Results are as follows: date: (B)(6) 2014. Inratio inr: 2.8, 3.0, 3.4. (Poc) inr: 5.9, 5.9, 6.2, 6.0. Lab: 5.9. All testing was performed within 1.5 hours of each other. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.